Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. Corrected field: d4 (UDI). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad in the grasping section was worn away. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental is being submitted to correct d3 manufacturing site, d4 lot number and g1 contact information.

Event description:
No additional information received from the customer.

Event description:
It was reported the thunderbeat's forceps tip broke. The event occurred during a therapeutic pancreatectomy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.